Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, capsular contracture. (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation surgery with two mentor smooth round high profile 230cc saline prostheses experienced capsular contracture unknown grade post procedure. In addition, the patient reported unspecified health issues appearing at an unspecified time post-implantation. As a result, the patient had both devices explanted without replacement on (B)(6) 2020. The physician noted that upon explant, there was fluffy white material/bacteria in the devices. This material was alleged to be mold by the patient. However, no information such as a pathology report has been provided. Mentor cannot independently verify the presence of microbial contamination as the devices have not been returned for analysis. Should additional information be made available in the future, this case will be updated and a supplemental report will be submitted. This report is for the first of two devices.